Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of delta xtend reverse shoulder replacement. Pt had a fall and was experiencing instability and pain. X-ray showed displacement of stem. All implants removed from pt, no implants placed back in.if other, describe reverse shoulder replacement revision,did the patient experience a post-op device malfunction? No,did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes,did the patient require revision surgery or hardware removal? Yes,facility name of original implant: (B)(6) hospital,was device explanted? True,hardware/explant removal due to: pt had a fall, displaced the stem, lead to instability and pain,did patient require revision surgery? False,patient status/ outcome / consequences yes,patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? All implants have been removed from pt. No implants were put back in place: girdlestone.,was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown,is the patient part of a clinical study no, (B)(4),device property of none,device in possession of one,(B)(6),device property of none,device in possession of none,(B)(4),device property of none,device in possession of none,(B)(4),device property of none,device in possession of none,(B)(4),device property of none,device in possession of none,(B)(4),device property of none,device in possession of none.by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.